Event description:
It was reported that during set up of a da vinci s prostatectomy procedure, the site experienced an intermittent black line in the left eye of the surgeon's console. The site decided to proceed with the planned surgical procedure, however, after starting the surgical procedure, the left image froze, the black line re-appeared and the error message left video lost was displayed. The site re-started the system and reseated the vision cable to resolve the vision issue, however, the issue recurred. The surgeon made the decision to complete the planned surgical procedure using traditional open surgical techniques. No patient harm was reported.

Manufacturer narrative:
The investigation conducted by the field service engineer (fse) concluded that the vision issue experienced by the site was associated with the console vision cable as review of the site's system log found that system error code 45311 occurred. The console vision cable connects the vision cart to the surgeon side console (ssc) and passes the video signals between the ssc and the vision cart. The system was repaired by replacing the console vision cable. The system alarm (system generated fault codes) functioned as designed and there was no injury to the patient. System error code 45311 appear when the da vinci s safety system detects a loss of one or both surgeon's video inputs. Upon determining this condition, the safety system puts da vinci s in a non-recoverable safe state. The system was repaired by replacing the affected camera cable. As of september 7, 2012, there have been no reported recurrences of this issue at this hospital.